Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent a two-stage hip revision due to infection. The acetabular shell and femoral stem were removed on (B)(6) 2013, and the second stage was performed on (B)(6) 2013.